Event description:
A home patient (hp) contacted (B)(4) regarding a power failure on the homechoice (hc) machine during initial drain. The hp stated that the hc started smelling as if it was burning and he heard crackling. The hp stated he unplugged the machine and disconnected. The hp confirmed the outlet worked okay. The technical service representative (tsr) initiated a swap of the device. The hp confirmed he would have his nurse (rn) program the new cycler. The hp stated he had manual supplies. The hp also stated he was diabetic and uses insulin so he would call his nurse about using manual supplies. The patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the blade broke off outside the patient, an error five was displayed. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during the implant attempt of the right ventricular lead, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.